Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had scratched lcd window and cracked belt clip slot at battery tube threads area. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 3.2 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.